Event description:
It was reported to philips that the system's wireless footswitch was not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred while the system was in clinical use. The procedure was completed by using another wired footswitch. The philips remote service engineer contacted the customer and confirmed that the wireless footswitch was not working. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that the wireless footswitch was not functioning. The wireless footswitch was replaced, and the customer requested an extra wired footswitch on the desk. While replacing the wireless footswitch, it was found that the new wireless footswitch was not compatible with the old base station. To resolve the issue, the base station was replaced. The defective part was sent for analysis, for wireless footswitch the failure was observed, and the failure was found to be loose footswitch pickup bar and the visual inspection found one of the pins in the charging connector was broken and another pin was bent, confirming a connector defect. The defective base station was also sent for analysis, but no failure was observed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use to ensure that the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.